Event description:
It was reported that during the priming process, the pump sounded an occlusion alarm when the extension sets were attached. When the extension sets were disconnected from the pump, the alarm stopped. There was patient involvement, but no patient harm or adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: two used extension sets were received for evaluation. The customer reported problem of ¿occlusion alarm when the extension sets were attached¿ was confirmed. A downstream occlusion alarm was observed for both extension sets during priming. The occlusions were located at the tubing before the filter for one sample, and at the tubing after the filter for the other sample. Upon closer inspection under magnification, solvent membranes were observed at each of the occlusion sites. The probable cause is due to excess solvent applied at the tubing junction during manufacturing. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.